Event description:
It was reported that the tip detached from the handpiece prior to the procedure. An alternate device was used to complete the procedure with no delay. There was no patient involvement and no allegation of adverse consequences associated with this event.

Manufacturer narrative:
The device was discarded at the account. The device history record was reviewed, and no non-conformances were seen that could lead to the reported event.